Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 5.1, 5.2 were failed and was not detected on the bus. A field service engineer (fse) opened the back panel, found that the drawer boards for both 5.1 and 5.2 had been properly lit, and all light emitting diode (led) correctly illuminated. Some of the interface board lights drawer had been lit and blinking, while some were off. The fse had powered down the station and rebooted it, after which the led had turned back on. Since the issue had been recurring, the fse had replaced the enterprise server enhanced half height interface board. After rebooting the station, the leds had been confirmed to be functioning properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 was failed to function. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.